Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experience to hypoglycemia. Customer¿s blood glucose level was 50 mg/dl. Customer used auto mode was automatically delivering insulin at the time of low blood glucose event. Customer treated with food and glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was disconnected during the rewind or prime sequence. Customer alleging possible insulin pump over delivery. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. Device received with the suspend option functioning properly.